Manufacturer narrative:
Based on the information gathered, the cause of the post-operative complication cannot be determined. However, there is no indication or report that a da vinci product caused or contributed to the incident. A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that a patient, who was enrolled in a clinical study, underwent a da vinci-assisted benign hysterectomy with concomitant bilateral salpingectomy and unilateral ovarian cystectomy for her leiomyoma. The procedure was completed with no intraoperative complications although some adhesions were observed. There was no da vinci system, instruments or accessory malfunction reported during the procedure. Six days later, the patient was re-admitted to the hospital due to protrusion of the omentum from the port site . A re-operation of the laparoscopic resection was performed on the same day for the herniated omentum. The patient was discharged three days later.

Manufacturer narrative:
The patient complained of left abdominal pain the next day and an omental herniation was observed. The patient was re-admitted to the hospital due to protrusion of the omentum from the port site. A re-operation of the laparoscopic resection was performed and the patient was discharged three days later with antibiotics. The patient recovered well post-operatively without additional complications.

Event description:
Refer to h11 for follow-up information.